Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. A questionnaire was returned. (B)(4).

Event description:
A facility representative reported that after an intraocular lens was implanted, the patient could not see clearly at near or distance in the right eye. Approximately four months after initial implantation, the lens was exchanged for another lens without cylinder power.

Manufacturer narrative:
The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).